Manufacturer narrative:
Device was rec'd for eval on 11 july 1997. The catheter body was torn around the 16cm marking. The appearance of broken tubing shows evidence that the tubing was torn by high pulling force. According to info available, the pt was extremely nervous and tried to remove the catheter. During production, all catheters go through 100% visual inspection and leak test. Also, a tensile test sampling is performed for tubing tensile strength. Defects such as this will not be able to pass the tests and inspection. Based on the appearance of the defect, the failure appears to be related to use. The device history for this lot was not reviewed as the lot number is not known. No further info will be submitted.